Manufacturer narrative:
Service checked the device 4 days prior to the event and found the system in specification. Labeling caution states; a test patch should be treated and outcome determined for patients with type IV skin. This was not performed. Photographs provided of the patient show presence of pink discoloration along the jaw line. It is too early to tell the outcome of the treatments.

Event description:
A patient with type 4 skin treated in 2007, full face and neck for wrinkles has been treated for an apparent hypertrophic scar that has persisted below her jaw line.